Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the highly calcified and moderately tortuous left anterior descending artery. The physician advanced a 15mm x 2.50mm apex balloon catheter. During the first inflation, the balloon ruptured while inflated to 8atms for 5 seconds. A pinhole was identified in the balloon. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: microscopic examination of the balloon identified that a longitudinal tear was present in the balloon material. The tear was located at the distal end of the proximal markerband and extended distally along the balloon for a total length of 8mm. An examination of the balloon material and markerbands could not identify any issues, which could potentially have contributed to the tear. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 90% stenosed target lesion was located in the highly calcified and moderately tortuous left anterior descending artery. The physician advanced a 15mm x 2.50mm apex balloon catheter. During the first inflation, the balloon ruptured while inflated to 8atms for 5 seconds. A pinhole was identified in the balloon. The device was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.